Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that saline sprayed out of the proximal port of a one-link non-dehp microbore catheter extension set during patient use. The extension set was mated to a non-baxter 20g intravenous (IV) catheter (right forearm). The leak was further described as "leaking or cracking at the point of connection between the extension set and the catheter". The dressing was removed and the site cleansed; new dressing and a new extension set were applied. There was no report of patient injury or medical intervention associated with this event. No additional information is available.